Event description:
The customer reports that "they loosened the screw that holds the wingnut and the wingnut fell inside a patient. They were able to find it and take it out. No patient injury reported. On (B)(6) 2010, the customer (crcst) in sterile processing stated that the operating room staff was inserviced on the proper assembly of the device and wing nut prior to it being put into service, the wingnut did not come off when demonstrated. The operating room nurse had not used this device prior to this time. The wingnut fell off into the femoral incision during vascular surgery. The crcst in sterile processing stated that the wingnut did not come off when reassembled after decontamination but the screw that the wingnut attaches to was loose" (B)(6).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.